Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow was not accurate. They changed the flow sensor but this did not correct the symptom. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). During the laboratory evaluation, the reported issue could not be duplicated. The product surveillance technician (pst) installed the flow printed circuit (pc) assembly into a lab-tested centrifugal control module with a centrifugal motor and a flow sensor attached to the module and attached the flow sensor to a water loop driven by the centrifugal motor. The pst attached a second flow sensor to the water loop and connected it to a flowmeter module which was connected to a system-1 simulator. The module was tested through its range of flow from 0.1 liters per minute (l/min) to 9.90 l/min while comparing the l/min reading on the centrifugal controller to a flowmeter module connected to a system-1 simulator. Through the range of flows, the l/min on the controller¿s display matched the display from the system-1 flowmeter. First, the controller was placed into cold soak at 10 degrees celsius for three hours, removed from cold soak and module was tested. The pst placed the controller into heat soak at 40 degrees celsius for three hours, removed from heat soak. After placing the controller into cold soak and heat soak, the module was tested through its range of flow from 0.1 l/min to 9.90 l/min while comparing the l/min reading on the centrifugal controller to a flowmeter module connected to a system-1 simulator and the l/min on the controller¿s display matched the display from the system-1 flowmeter. It is possible the flow cable might be faulty but the fsr discarded it and no lab evaluation was performed on it. No additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the reported issue. The fsr replaced the flow printed circuit board (pcb) and internal flow cable. The fsr completed a verification / release test and the unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.